Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was inflated five times at 10 atmospheres for 10 seconds. However, the balloon did not inflate due to severe calcification. After that, when inflation was then performed three times at 12 atmospheres for 10 seconds, the balloon ruptured. The device was simply removed from the patient's body and the procedure was completed with another of same device. No patient complications were reported.